Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that tip frequency optimization failed on the cusa clarity 36khz handpiece (c7036). Patient was under anesthesia and there was increased surgery time of 30 minutes or more.

Manufacturer narrative:
Additional information received as follows: was the increase in surgery time more or less than 30 minutes? Less than 30 min. How did they resolve the issue and complete the operation? Use of another cusa handpiece. Investigation findings: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Failure analysis - the investigation of the device unit confirmed the complaint as valid: the handpiece experienced system check failure (tip frequency optimization). As a result, the entire handpiece needs to be replaced and has been scrapped. Root cause - the root cause is confirmed as "tip frequency optimization failure." Tip frequency optimization finds the best frequency for the tip, and test failure can occur due to any of the following: cracked drive or sense ceramics on assembly; cracked drive or sense ceramics during use; or missing or incorrect parameters in handpiece eeprom. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a